Manufacturer narrative:
The insulin pump was received with blank display, constant tone alarm and constant vibration due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked lcd window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump stopped working. The customer's father reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer's father stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.